Event description:
In march 1999, pt underwent left wrist surgery. An arm tourniquet was used to ensure a bloodless operative field, and the tourniquet pressure was recorded to be 200 mmhg, with a tourniquet time of 1 hour, 19 minutes. No complications were noted at the time. In october of 1999, approximately seven months later, pt's neurologist contacted this reporting hospital, indicating that pt had sustained a possible tourniquet palsy during the surgery in march 1999. Pt's medical records for the surgery did not describe which of the multiple tourniquets used at the hospital had been the one, in fact, used during the pt's surgery, and, thus, a definitive identification of the subject tourniquet was not made. However, the four most likely tourniquets were checked and found to be within acceptable calibration. Moveover, the hospital had never before (or since) experienced a tourniquet palsy on a pt who had undergone surgery with a tourniquet. Approx one year after pt's surgery, pt filed a lawsuit. Defendants included this reporting hospital, various tourniquet mfrs. The surgeon and the anesthesiologist. Pt contends that overpressurization secondary to a defective tourniquet caused injuries to their radial, median and ulnar nerves. Pt claims that the tourniquet malfunctioned, and, furthermore, was defectively designed and not equipped with adequate warnings, and that this reporting hospital failed to use a test gauge prior to pt's surgery to ensure proper calibration. Zimmer, the MFR of the tourniquet likely used in the surgery, an inflatomatic 3000, maintains that its product did not malfunction, was not defectively designed and was accompanied by appropriate warnings. The pt's primary treating physicians believe that the injuries sustained by pt were due to an unintended overpressurization from the tourniquet. Two of the treating/consulting physicians have suggested, however, that the pt be worked up for a possible pre-existing genetic disorder known as hereditary neuropathy with liability to pressure palsies (hnpp), a condition whereby one can develop neurologic deficits from mild trauma or compression which would not ordinarily cause injury. Defendants had offered to pay for hnpp testing, which can be accomplished through a blood test, but, to date, pt has refused to undergo testing to rule out hnpp. In may of 2001, the trial count granted defendant MFR zimmer's motion for summary judgement. Unopposed motions for summary judgment by the defendant physicians were also granted. This reporting hospital settled.